Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on a (B)(6) female patient diagnosed with chf, diabetes, hypertension, hyperlipidemia. There was no additional patient information available at the time of this report. Date, method, time, inr; (B)(6) 2013, I-stat, unk, 5.2; (B)(6) 2013, acl top, unk, 3.6. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.